Event description:
This malfunction summarizes 30 malfunctions. The information reviewed indicated that model unknown vena cava filter allegedly experienced difficult to remove. This information was received from one source. The malfunctions involved patients with no reported consequences. Age, weight, and gender were no provided.

Manufacturer narrative:
H10: as the lot number for the devices were not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported difficult to remove and malposition of device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This malfunction summarizes 9 malfunctions. The information reviewed indicated that model unknown vena cava filter allegedly experienced difficult to remove and malposition of device. This information was received from one source. The malfunctions involved patients with no reported consequences. Age, weight, and gender were no provided.

Manufacturer narrative:
H10: as the lot number for the devices were not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported difficult to remove and malposition of device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Joshua l. Hermsen, anna r. Ibele, lee d. Faucher, jennifer k. Nale, michael j. Schurr and kenneth a. Kudsk. (2008). Retrievable inferior vena cava filters in high-risk trauma and surgical patients: factors influencing successful removal. World journal of surgery, 32(7):1444-1449. Doi: (B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the devices was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This malfunction summarizes 30 malfunctions. The information reviewed indicated that model unknown vena cava filter allegedly experienced difficult to remove. This information was received from one source. The malfunctions involved patients with no reported consequences. Age, weight, and gender were no provided.